Manufacturer narrative:
(Eval method, results & conclusions) (other) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.